Event description:
It was reported that a small volume folfusor was leaking. This was noted before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted fluid inside the package that contained the unit. It was noted that the blue winged luer caps were not tightened on the device. A flow test was performed after tightening the luer caps and no leakage was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.